Event description:
It was reported that upon opening the kit in the patient's room, the distal tip of the swg was found deformed. As a result, a new kit was opened and used without issue. There was no reported delay death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: returned by the customer was an opened ak-17702-j kit that contained a guide wire and advancer assembly. The guide wire cap was not returned with the complaint samples. The guide wire returned in the opened kit was inspected with a partially opened j-tip with a slight bend. The guide wire was reinserted into the advancer assembly without resistance or difficulty and could be advanced and retracted. A device history record review was performed. The reported complaint for a deformed guide wire was confirmed through inspection of the returned component. Based on the bend in the guide wire, when the defect was discovered (prior to use) and the trays used to package this product lot, the potential cause is tray design related. An engineering plan is currently evaluating the trays used to package this product.